Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was placed superficially. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively. The explanted ipg was not returned.